Manufacturer narrative:
The investigation of the returned control printed circuit board (pcb) has been completed. Visual inspection showed no defects. The returned control pcb was mounted in a reference ventilator for simulated use testing. The reported issue was reproduced. It appears that an error occurs which puts the control pcb software in a state that causes communication problems and stop of ventilation, which the system is unable to recover from by itself. The root cause of this failure has not been determined. If the reported failure occurs, ventilation will stop, alarms will be generated. An evaluation of the device logs show that the issue occurred on (B)(6) 2017, date of event is update accordingly.

Event description:
(B)(4).

Event description:
It was reported that during demonstration the ventilator generated technical error codes indicating patient category mismatch, disabled valves and communication error. There was no patient involvement. (B)(4).